Event description:
It was reported that the patient underwent a surgical procedure to repair a direct right inguinal hernia repair on (B)(6) 2006 and a mesh was implanted. The patient had chronic post herniorrhaphy groin pain and instability of his right leg. The surgeon explanted the anterior leaf of the mesh, which was lying anterior to the spermatic chord. He also removed the posterior leaf of the mesh, which was lying in the pre-peritoneal case. The patient experienced pain, infection and inflammation, and other injuries following the procedure. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent removal of mesh, repair of posterior wall with biological mesh on (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient underwent net excision; neurolysis and neurectomy r. Genitalis and n. Ilioinguinalis nerve; and lichtenstein repair of the recurrent hernia on the right groin on (B)(6) 2012 due to medial recurrent hernia, extensive scar tissue and ilioinguinal nerve and genitalis nerve completely ingrown in scar tissue. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.